Event description:
It was reported that this pacemaker device was suspected of premature battery depletion. Data was sent for engineering analysis. Analysis showed that the power was gradually increasing, consistent with hydrogen degradation of a component. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device was suspected of premature battery depletion. Data was sent for engineering analysis. Analysis showed that the power was gradually increasing, consistent with hydrogen degradation of a component. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted due to normal battery depletion (nbd). New device was replaced. No additional adverse patient effects were reported. Additional information indicated that patient with this implantable pacemaker had an infection.

Event description:
It was reported that this pacemaker device was suspected of premature battery depletion. Data was sent for engineering analysis. Analysis showed that the power was gradually increasing, consistent with hydrogen degradation of a component. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted due to normal battery depletion (nbd). New device was replaced. No additional adverse patient effects were reported.